Manufacturer narrative:
Follow-up # 1 date of submission 12/09/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 11/19/2014 with the following findings:a review of the pump¿s black box history showed no activity outside of normal use was recorded. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The unusual product issue was not able to be adequately investigated due to unresponsive keypad buttons. Moisture contamination was found under all keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was malfunctioning. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.